Manufacturer narrative:
No product was returned for investigation. A review of complaint data was performed with a focus on the stated lancing device lot number bbh146. The complaint data review shows no increased cumulation of the alleged failure in the affected production interval.

Manufacturer narrative:
The customer's lancet device was requested for investigation and a replacement product was sent to the customer. Section e3: occupation is patient/consumer.

Event description:
The customer reported an issue with a coaguchek xs softclix lancet device. The customer stated that the needle was protruding out of the softclix lancet device after poking their finger. The customer noted that the lancet was protruding past the cap of the device prior to the customer poking their finger as well. The customer confirmed that the lancet was seated properly in the device. The customer confirmed they were not harmed due to poking their finger with the protruding lancet.

Manufacturer narrative:
Medwatch fields d9 and h3 updated. The accu-chek softclix lancing device was received for investigation. The investigation confirmed the lancet was protruding past the cap before use. The test lancets could not be inserted properly in the customer's lancing device. The lancing device was disassembled and investigation with a microscope showed that the lancet holder was handicapped by a foreign object (tissue) causing the inserted lancets to be incorrectly fixed into the lancet holder, thereby causing the reported failure. The foreign object was removed and the lancing device worked per specifications. There were no other issues noted. The investigation determined the event was due to a handling error (foreign object in the lancet holder). The investigation did not identify a product problem.